Event description:
During the hip surgery, the trial reduction was performed using a cup 52mm, liner 36mm, and head 36mm, sleeve s. Since there was no dislocation tendency, the implants of the same sizes were inserted in the same positions as trials. However, it was noticed that the implant tended to dislocate. In addition, cup fixation was poor. The surgery was successfully completed using a cup 54 mm, liner 36 mm and head, sleeve m.

Manufacturer narrative:
Batch review performed on 28-aug-2023 lot 2247621: 100 items manufactured and released on 16-feb-2023. Expiration date: 2028-01-31. No anomalies found related to the problem. To date, 68 items of the same lot have been sold with no similar reported event during the period of review. Visual inspection performed by r&d project manager: the cup and the sleeve were analyzed. From the received parts, no particular signs of evidence of device failure were noticed: the shell showed some tissue in the pyramidal net and an internal groove due to damages occurred during the removal (probably with the screw), while the sleeve did not present particular signs. Additional items involved in the event, batch review performed on 28-aug-2023 ball heads: mectacer 01.29.232h head biolox option ø 36 (k131518) lot. 2248508 lot 2248508: 20 items manufactured and released on 17-jan-2023. Expiration date: 2027-12-18. No anomalies found related to the problem. To date, 9 items of the same lot have been sold with no similar reported event during the period of review. Cup: mpact 3d metal 01.38.352mh acetabular shell ø52 multi-hole thin (k202568) lot. 2007121 lot 2007121: 52 items manufactured and released on 30-ott-2020. Expiration date: 2025-10-21. No anomalies found related to the problem. To date, 20 items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.240a sleeve size s (k131518) lot. 176412b lot 176412b: 3 items manufactured and released on 5-apr-2023. Expiration date: 2028-03-18. No anomalies found related to the problem. To date, 2 items of the same lot have been sold with no similar reported event during the period of review.